Event description:
It was reported that during implant, the lead exhibited low impedance and no sensing. Upon explant, the lead exhibited insulation twisted in itself.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: upon analysis, it was found the device was not defective.